Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.

Event description:
It was reported the "pink safety shield" on a bd vacutainer® eclipse¿ blood collection needle was breaking off prior to use. There was no report of exposure, serious injury or medical intervention.